Manufacturer narrative:
(B)(4). Results: the returned product was tested using a 8361 alarm. The alarm does not sound when the sensor buckle is detached from the alarm. There is an alarm tone when the rj-11 clip is disconnected from the alarm. (B)(4).

Event description:
Customer stated that during use when the belt sensor is detached from the alarm it does not sound. Customer tested the alarm using another belt sensor and the alarm sounds as it should. There was no patient incident or injury reported.